Event description:
During an unspecified endoscopic procedure, the physician used a cook snaploc wire guide locking device. It was reported that the snaploc doesn¿t correctly fix the wire guides, neither 0035¿ nor 0025¿ wires; also, the direction of the ¿blocked wire¿ bothers the doctors movements makes to unblock accidentally the wire [unable to lock guidewire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicated a pentax ed3490 was used, the snaploc-p is labeled for the pentax ed34-i10t model only. Prior to distribution, all snaploc wire guide locking devices are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that a pentax ed3490 was used, the snaploc-p is labeled for the pentax ed34-i10t model only, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.